Event description:
A malfunction alarm was reported, identified with the code malf 0, prior to which no notable events occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if the issue returned.